Event description:
It was reported the coil prematurely detached during delivery. The physician was unable to retrieve the coil with a snare. The patient was reported to have thrombus formation, and was treated with an enterprise stent.

Manufacturer narrative:
The device was returned for evaluation, and the implant coil was found detached. The pusher assembly was found broken, and the release wire had been pulled back. The implant likely detached when the pusher was broken, and the release wire was retracted (this is an alternate method of detachment stated in the IFU).